Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited loss of capture and impedance >2000 ohms. Attempts to obtain capture at 7.5 volts were unsuccessful. A guidant technical services (ts) consultant discussed that this lead was likely fractured, and recommended further evaluation. To date, there have been no reported patient symptoms associated with this clinical observation.